Event description:
It was reported that intermittent malfunction alarms occurred. The customer continued to use the pump for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 79-200 mg/dl.